Manufacturer narrative:
The return included a multi-unit abutment with a pxmuas and a fractured prosthetic screw (pxmupsr). The prosthetic screw appears to have been overtorqued. Prosthetic screws should be torqued to 15ncm only while abutment screws should be torqued to 30ncm. Damage is consistent with application of excessive torque to instrument during use.

Event description:
Prosthetic screw broke off into multi-unit abutment.